Event description:
Additional review indicated that the event happened in (B)(6) 2011. The patient was first admitted in (B)(6) 2010. The health care provider stated they had been dealing with a malfunctioning pump for two years. The patient¿s dosage had been increased 20% for several times. The patient had pump check and they found the tip was not where it was supposed to be.

Event description:
Additional information: it was stated that this was the 3rd time the catheter did not stay in place or it "cracks". Patient was presently receiving saline via pump until further assessments were made.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter: model 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
Catheter dislodgement was reported. It was stated that the patient experienced swelling around the catheter implant site. If the patient were to undergo revision surgery, the patient would need to be placed in a body cast until scar tissue could build up around the catheter "otherwise the same thing [dislodgement] would probably occur again". The patient's mother did not believe she wanted the patient to undergo another surgery since the catheter issue could occur again, as the patient was very active. The healthcare provider (hcp) was weaning the patient's pump dose down. Because of the baclofen (lioresal) concentration of 2000 mcg/ml, the hcp could not program the pump any lower than 96 mcg/day. The hcp was considering dosing options. It was later reported on (B)(6) 2012 that the pump dose continued to be increased and was up to 1200 mcg/day in (B)(6) 2011. A catheter dye study was performed at that time and confirmed the catheter was dislodged. Since then, the patient was being weaned down/off the intrathecal baclofen therapy. On (B)(6) 2012, the pump was programmed to deliver a bridge bolus. The hcp and patient's parents were not sure if the catheter was going to be revised again. It was later indicated that the patient had been scheduled in (B)(6) 2011 for catheter replacement/revision because of "loss of drug therapy and scar tissue around the tip of catheter" and since then was last seen in (B)(6) 2011. It was unclear if the catheter was replaced or revised.